Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no long working as intended. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was kept at the facility.